Event description:
Customer reported a failure code 403. Customer did not have info whether there were any pt injuries associated with this report or if there have been any incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.